Manufacturer narrative:
(B)(4) initial

Event description:
The freedom hospital ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer reported that the patient brought a broken freedom hospital ac power supply to his clinic visit. The customer also reported that the patient did not know how the freedom hospital ac power supply broke. The customer also reported that the patient was provided with a replacement ac power supply. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because it did not prevent the freedom driver from performing its life-sustaining functions. The freedom driver continued to function as intended. The freedom driver has a redundant power source of onboard batteries. The freedom hospital ac power supply will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4).

Event description:
The freedom hospital ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer reported that the patient brought a broken freedom hospital ac power supply to his clinic visit. The customer also reported that the patient did not know how the freedom hospital ac power supply broke. The customer also reported that the patient was provided with a replacement hospital ac power supply. There was no reported adverse patient impact. The hospital ac power supply was returned to syncardia for evaluation. Visual inspection revealed that the connector cover was damaged, and a piece of the connector cover was missing. The remains of the damaged cover were still on the connector, and were in the correct alignment configuration. During investigation testing, connection to a freedom power adaptor was difficult because of the damage to the connector cover. However, the ac power supply was electrically functional and could provide power to a freedom driver. The root cause for the damage to the connector cover could not be determined. However, this damage usually occurs from the hospital ac power supply being dropped or stepped on. Because of the damage to the connector cover observed during the investigation, the hospital ac power supply was returned to the supplier for repair. This failure mode posed a low risk to the patient because it did not prevent the patient's freedom driver from performing its life-sustaining functions. The freedom driver continued to function as intended. The freedom driver has redundant power sources of onboard batteries and a car charger, and patients are provided with multiple ac power supplies. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.